Manufacturer narrative:
DHR showed that pump's software was upgraded to v2.00 on (B)(4) 2010 in field which was the cause of ec 36. New software has been developed to address this issue. Pump has not yet been returned by customer for correction. MDR is a result of retrospective review for reportability. Reference recall number z-1867-2011.

Event description:
Info received that customer experienced error code 36.